Event description:
It was reported in a journal article approximately 5 years post bilateral total hip arthroplasty, the patient reported sudden hip pain on an unknown side while walking. Radiographic evidence displayed pneumarthrosis with suspicion of ceramic liner disimpaction of the right total hip arthroplasty. Symptoms improved and conservative measures were taken. Approximately 12 months later, the patient continues to be pain free. No additional medical intervention has been reported at this time. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Report source canada. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: bilateral total hip arthroplasties with presence of a rounded lucency along the right greater trochanter measuring 9.1 x 2.8 x 3.5 cm in size which is no longer seen 12 months after the event. This presumably relates to the patient's pneumoarthrosis and ceramic liner disimpaction described in the patient's history. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Doi: https://doi.org/10.1186/s12891-022-05082-6.